Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section procedure, it was reported that a suture was broken from the needle. Both the needle and the suture were recovered and taken off from the sterile field. There was no patient injury.